Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified internal pudendal artery. A 1.2mmx15mmx141cm emerge balloon was advanced for dilation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.